Event description:
It was reported that the proximal extension line was found cut near the junction hub. Six (6) days after placement of the catheter , the catheter was detached from the blood tubing so the patient could be bathed. When the user tried to reconnect the proximal extension line to the blood tubing, that is when the extension line was noted to be cut. As a result, the catheter was removed and a new kit was opened and placed in the same insertion site. There was no delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4).